Event description:
It was reported that the ventilator made a clicking noise and then stopped ventilating while on a patient. There was no patient harm. (B)(4).

Manufacturer narrative:
It was reported that the ventilator made a clicking noise and then stopped ventilating while on a patient. Our field service engineer (fse) found that the ventilator failed the pressure transducer test but passing all other tests during pre-use check. He found moisture in the expiratory cassette and was able to get it cleaned and dried. After that the ventilator passed all calibration, functional and safety tests performed and was cleared for clinical use. No part was replaced. Our fse connected the customer's patient circuit that was use at the time of the incident and found lots of fluid in the circuit causing the unit to fail. The evaluation of received device logs shows several high priority alarms for high pressure such as check tubing, paw high, high continuous pressure and peep high on 10/03/2019 and the days before. 10/03/2019 will be used as the date of event. The raised high pressure alarms indicate that there was a high resistance or blocked circuit, for example caused by mucus or an otherwise blocked tubing. The reported clicking noise can be derived from a working expiratory or standby valve. The last pre-use check was performed two weeks before the event while it is recommended to always perform a pre-use check immediately before use on a patient. According to the user's manual, when these high priority alarms occur, the user shall check the patient and breathing system and, if necessary, remove water from the system. During operation the water traps must be checked regularly and if necessary emptied. Liquid in the patient circuit can lead to a higher airway pressure than intended which may lead to injury and stop of ventilation. Alarms will be generated if set alarm limits are exceeded.

Event description:
Manufacturer ref.#: (B)(4).